Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited high impedance. No intervention was reported. Patient condition was unknown.

Manufacturer narrative:
Further information requested but not received.